Event description:
During an incident in 2005, involving a patient the suction unit was being used on continuous low suction when it was noticed that fluid was collecting in the tubing but not in the canister. The patient was placed in an ambulance and another suction unit was used. The patient did not survive. The reporter said they could hear the machine running, but there was no suction. They thought they had the tubing connected wrong. They need to have the unit serviced to assure proper operation.